Manufacturer narrative:
There is no suspected device failure. Off-label or use error may have contributed to the observed procedural complication. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was used during the procedure.

Event description:
The anchorknot suture passer was used following completion of a microdiscectomy procedure in a patient. The device was inserted into the disc space and the trigger was pulled once. At this time, an abnormally loud click was heard. When the device was removed from the patient, the device distal tip was observed to be broken. A intrapituitary was used to remove the broken tip which took approximately 5 minutes. The tip was confirmed to have broken in one piece and x-ray imaging was used to confirm that nothing remained in the patient. A second anchorknot suture passer device was used to successfully complete the procedure.